Event description:
The facility reported a flogard infusion pump that presented "alarm 38". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Sample was evaluated at customer site. The customer reported problem of a flogard infusion pump with an "alarm f38" was confirmed in the sample evaluation. The cause of the problem was tube misloading sensors damaged. The misloading sensors were replaced to correct the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.